Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿device stopped working¿ was confirmed with the returned mobile power unit (serial # (B)(4)). The evaluation isolated the issue to the main printed circuit board, which was unresponsive. Repair and preventative maintenance were performed. Performed all tests per procedure, which passed all testing. The unit was returned to the customer site. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 mobile power unit describes all alarms (visual and audible) and what action should be performed when they do occur. The handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(4)) was shipped to the customer on 26aug2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device came back for routine maintenance. Technician recognized a broken housing.